Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fifth stapling in the gastric tissue in a laparoscopic gastroplasty, when the stapler was set to staple the reload did not fire. The attempt was made twice with the same reload without success. A new reload was used to complete the case. There was no patient injury.